Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had physical damage in the insulation. The insulation was observed broken just outside the header during the generator change. Additional information obtained from the field which indicated that the physician was unable to visualize if the conductor was exposed. The lead was surgical abandoned. No additional adverse patient effects were reported.